Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an unspecified malfunction occurred. Customer's blood glucose level was elevated and was assisted to administer manual injection to address blood glucose level. The customer reverted to manual injections for insulin therapy.